Event description:
Telemetry showing sinus tach at 165. Register nurse found pt face down one floor surrounded by copious amount of blood. Patient turned over and found that blue port lumen of vascath was missing. Hemostat to line above bifurcation which stopped additional blood loss. Patient stuperous with pulse and agonal resp. Code called and medical response team arrived. Patient treated with blood transfusion, fluid bolus, oxygen and was transferred to critical care without further issue.